Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On the night on (B)(6) 2025, the patient was getting low alert readings on her dexcom but did not check finger stick since they were traveling and she got a no reading alert wait up to 3 hours. The patient waited then and got home and was able to check her finger stick and it was 500 mg/dl. The patient self-treated with 12 units of glargine insulin pen. It was reported that she experienced ketoacidosis so her husband called 911 because of ¿total body shut down¿ and paralyze. There was no information about the medical intervention nor the treatment provided. At the time of the report, the patient was in stable condition. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.